Event description:
It was reported that the decorative screw came out of the handpiece during setup prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the service technician observed that the back nut was loose. Based on the investigation details, the reported event can be confirmed. This nut can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave, the metals within the handpiece expand and contract thus potentially causing the back nut to loosen over time and fall off.